Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result on a nasopharyngeal kitted swab with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing on the same day with a new nasopharyngeal sample with the idnow covid-19 assay generated negative results. Per the customer, subsequent confirmatory rt-pcr using qiastat platform on the same day generated negative results. The customer reported the patient was not symptomatic and had no history of close contact with covid-19 patient(s) or of travelling to the red zone area. Per the customer, this was not a patient under investigation (pui) case. The patient was tested prior to undergoing a surgical procedure (unspecified). The customer confirmed no death or serious injury occurred as a consequence of the false positive result. The patient's surgery was delayed half-day. However, per the customer, because the patient proceeded to surgery, there is no delay or impact on patient's treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018715, test base part number 190-430 / lot 1018715. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.